Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the devices failed to meet specifications; the device passed visual inspection but initially failed functional testing since the battery failed to provide power to controller test bed set up and failed the ti testing with partial data screen capture and afe_p flag enabled. However, after the u2 chip was reset, the battery was able to pass functional testing and the ti display was obtained with passing results. The battery failed to perform as intended at the bench level, confirming the reported event. The most likely root cause of the reported event may be attributed to a communication failure between the u1 and the u2 chip. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient's battery was not being recognized when connected to the controller despite being fully charged. The battery was replaced with no reported patient consequences. No further information was provided.